Manufacturer narrative:
A surgical explant of the device was reported, with an unknown cause. A more comprehensive assessment could not be performed as limited information was available, and the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information available, the cause of reported incident cannot be conclusively determined. There is no indication of a product quality issue related to the device¿s labeling, design, or manufacturing. This individual case was received by the manufacturer as part of a bulk report and is being submitted as a separate medical device report (MDR) specific to the identified device and patient.

Event description:
It was reported that a 19mm trifecta valve was implanted on (B)(6) 2017. It was reported that the valve was explanted on dd (B)(6) 2026. The cause of the explant is unknown. The patient status is unknown. No further information has become available.